Event description:
It was reported a patient experienced a connection issue prior to initiating peritoneal dialysis therapy. During troubleshooting it was discovered the patient improperly connected and needed help disconnecting from the set up. The technical services representative assisted the patient in ending therapy. The patient would complete therapy by manual exchange. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). This is a report of use error, where the patient improperly connected to the set up. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.